Event description:
It was reported that a cartridge alarm occurred indicating that the cartridge was over-filled despite the customer filling the cartridge with (B)(4) units of insulin. The customer¿s blood glucose (bg) level that was displayed as "high", although specific value was not provided. The customer gave themselves a bolus via the pump to address high bg. The customer reloaded cartridge to resolve the issue.